Event description:
The customer reported diluent level or faulty sheath tank alarm and approximately sixteen (16) ounces of clear yellow fluid leaked outside the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were generated. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered a tear in the rinse line tubing at wire marker (wm) 81, fitting #1. The fse cut the damaged end of the tubing and reconnected it to the fitting. The fse also noted the sheath tank (vc15) was slow to fill. Upon further inspection, the fse observed excessive dried cleaner build-up on top of the vacuum trap and the o-ring, around the top of the bowl, was missing. The fse replaced the vacuum trap assembly. No further evidence of fluid leak was noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).